Event description:
Patient undergoing laparoscopic assisted lower anterior resection with davinci robotics and sigmoidoscopy. It was noticed that an instrument of the intuitive davinci robot, a harmonic curved shears, had half of its jaw missing. Prior to noticing the missing piece of the harmonic curved shears, the instrument had been functioning properly and intact. Surgeon unable to locate the piece during the procedure.the patient was ordered to have an x-ray. Upon review of the x-ray, a metallic radiopaque foreign body density was noted in the right upper quadrant of the patient's abdomen.decision made to not remove the harmonic scalpel's piece. Full disclosure made to patient following procedure.